Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing. A second fiber was utilized to complete the procedure without patient complications.